Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "missing tubing guide" was confirmed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the torn direction of flow label and part of it was removed. The case shimming required to perform to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had a missing tubing guide. There was no patient involvement. No additional information is available.